Event description:
The contact stated that a customer opened a new carton of test strips and found the cap open on one of the bottles. The customer did not allege any adverse events. The contact replaced the bottle of test strips for the customer. The bottle with the open cap is to be returned as exposure to moisture can cause high test results.